Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was dislodged within 12 hours post-implant. The dislodgment was found the morning after the procedure. It was seen on x ray. The lead was repositioned. The patient was stable.